Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2022 at 21:00. Blood glucose value when admitted to hospital was 120 mg/dl due to manual injections. Customers other blood glucose value was over 600 mg/dl. Customer was treated with intravenous insulin infusion drip, dextrose and saline. Customer had symptoms related to the event was nausea, vomiting, abdominal pain, difficulty breathing, tired, weak, increased thirst. Customer had received insulin flow block alarm after troubleshooting. Customer did test for ketones and found large ketones. Auto mode feature information was unknown. The insulin pump will be returned for analysis.